Event description:
It was reported that the tip of the screwdriver broke during screw tightening. Although the device was used in surgery, no patient complications were reported.

Manufacturer narrative:
(B)(4). Approximately 3mm of tip has been broken off, consistent with interface during usage. Fracture surface analysis revealed fairly flat, brittle fracture surface and circular material flow, consistent with torsional overload. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.